Manufacturer narrative:
(B)(6). Concomitant medical products: unknown knee femoral cat#:unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001822565 - 2018 - 00467, 0001822565 - 2018 - 00468. Remains implanted.

Event description:
It was reported that the patient is experiencing a popping noise after right knee arthroplasty.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 3007963827-2019-00015

Event description:
No further event information available at the time of this report.